Manufacturer narrative:
Manufacturer's investigation conclusion: the reported resistance during the coring process with coring knife, serial number (B)(6) , could not be confirmed as no product was returned for evaluation and no images were provided for review. Although the coring knife was not returned for evaluation, investigation of similarly reported incidents by abbott identified a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. The device is included in the apical coring knife unable to cut advisory issued by abbott on (B)(6) 2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The coring was able to be completed with an 11-blade scalpel. There was no adverse patient impact nor delay in procedure. The coring knife was disposed of according to the hospital's standard protocol.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the cardiothoracic surgeon experienced difficulty utilizing the coring knife. They were able to get approximately half way through the myocardium of the apex before meeting resistance at the blade. The coring was able to be completed with alternate surgical tools of the surgeon's choosing. No further issue with the implant was reported.